Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer was assisted with troubleshooting and display did not returned back. The customer was also reported that battery cap was damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.